Manufacturer narrative:
The MFR's service representative performed an on-site investigation. A new high voltage supply regulator and high voltage tank assembly were installed, and full calibration was performed. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system had a milliamp sensor error message. No pt injury was reported.